Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was scheduled for the upcoming days. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was scheduled for the upcoming days. No adverse patient effects were reported. This device remains in service. Additional information was received that a device changeout procedure was performed. A non boston scientific device was implanted and the physician opted to keep this pacemaker implanted and in service. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.